Event description:
Additionally, healthcare professional (hcp) reported preauricular and ck4 as additional injection sites for juvéderm® voluma¿ with lidocaine. 1 ml of juvéderm® voluma¿ with lidocaine was injected. The hcp added that there was "no erythema". The patient was pre-treated with clinisept® and post treated with arnica cream. The symptoms resolved on the month after the treatment began.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected along the zygoma into ck1 with 0.3 per side of juvéderm® voluma¿ with lidocaine and into the nasolabial fold, marionette lines, and oral commissure (mouth corners platforming) with 0.5 per side of juvéderm® volift¿ with lidocaine. On the following month, the patient received prp treatment in the eyes, brows, nlf, and mouth corners. 2 weeks later, the patient presented hard nodules on the right and left mouth corners. The right non-inflammatory nodule appeared to be harder on palpation than the left. It was not warm and tender to touch. The patient was advised to massage the area to help disperse the product and leave it for few days. Anti-histamine to help reduce the swelling was also recommended. The patient has been busy doing filming recently ¿and it might be related to it¿. The injector discussed the case with a physician, who ¿thought also this could be related to the inflammatory response from prp treatment¿. One week after the patient was seen, the patient reported that the lumps were not getting worse and ¿massage and anti-histamine might be helping as lumps are not as hard as before¿. The patient was given a prescription of clarithromycin bd x20 tabs in case the lumps got worse. The patient emailed the injector to report that the ¿lumps became more prominent¿. ¿it was a bit swollen¿ and it affects the patient¿s smiling. The patient is so stressed about it and is very self-conscious. The patient was seen on the following day. In palpation, the nodules became harder and spread a bit to the area. They were warm to touch and slightly swollen. The temperature was taken, 36.8. No redness was noted. The patient stated that it was a bit numb due to the swelling. The patient was advised to start taking the antibiotics. On the following day, the patient felt like the lumps were softer. From this day, the patient had been taking loratadine for the last 3 days. The patient felt tired and lethargic the previous week. ¿no obvious infection but? Sub clinical infection in the body.¿ the patient is under ¿a lot of stress right now" due to personal family matters and the patient is going through fertility treatments. The patient gets anxiety and panic attacks chatted about self care measures and use of breath. The patient prefers not to hyalase. This would be ¿a last resort.¿ during observation, nothing if obvious at first glance of face, but ¿with closer observation there is a v mild swelling [approximately] 4cm diameter, adjacent to the r oral commissure, that looks like a small jowl. On palpation it is slightly warmer to touch than the surrounding skin, with 3 discrete subcutaneous 'lumps' each around 1-1.5cm diameter. Not red/tender. No pustules or skin color change in the area. Left side oc seems normal¿. Impression: ¿? Low grade/subclinical infection resulting in delayed onset nodule ?biofilm. Seems to be improving. Likely to resolve with antibiotics¿. The patient is not willing to have a biopsy. Patient will continue antibiotics and complete course. Steroids will be considered if lumps worsen. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00745 (allergan pr (B)(4)). This MDR is being submitted for juvéderm® voluma¿ with lidocaine.